Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is in process. When the investigation has been completed or add'l info becomes available, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a damaged neuro tip. It is unk the device was not used in surgery. It is unk if injury or medical intervention occurred. No add'l info was provided.